Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, failed battery test and blank display from the insulin pump. The customer's blood glucose reading was 467 mg/dl. The customer treated with manual injections. The customer stated that he had issues with failed battery test and the display went blank. The customer stated that the battery in use is not (B)(6) aaa alkaline battery. The customer was advised that the batteries in use should be brand new (B)(6) aaa alkaline batteries. The customer was advised that a battery out limit alarm will occur after the pump rest. The customer was advised to call back if display does not return.